Manufacturer narrative:
Reference record (B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a naso-jejunal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of naso-jejunal (nj) tube. On (B)(6) 2017, the patient was reported to be unsettled and pulled out the nasal jejunal tube. Since (B)(6) 2017, the patient experienced a fever. On (B)(6) 2017 after undergoing an x-ray of the thorax and an unspecified blood test, the patient was diagnosed with pneumonia. Duodopa lcig therapy was discontinued and the patient was treated with 1.2gm of intravenous co-amoxi for two days (3x1/24h) which was switched to unspecified oral antibiotics afterwards.